Manufacturer narrative:
This event occurred in china, but similar products are marketed in the us under k962543. On (B)(6) 2023, nakanishi received an email from the distributor (nsk shanghai) stating that since the device involved in the event had been returned to the dentist and the dentist doesn't own the device now, the device was not available for investigation. According to the distributor, the dentist refused to provide any further information including information about the patient and the device.

Event description:
On (B)(6) 2023, nakanishi became aware of a malfunction of a nsk handpiece through a complaint input into the complaint database by a distributor (nsk shanghai). Details are as follows: the event occurred on (B)(6) 2020. A dentist was performing a dental procedure for a deep caries cavity of a patient using the pana-max2r m4 handpiece (serial no. Unknown). During the procedure, the bur suddenly loosened and came off from the handpiece in the patient's mouth and the patient received a wound on the left side of their tongue . He wound reported to be approximately 2mm wide and 1mm deep in size.